Event description:
The customer contacted beckman coulter, inc (bci), on (B)(4) 2008 in regards to erroneous results obtained from a unicel dxi 800 access immunoassay system for troponin. Two patient samples were suspects. The customer runs the samples in duplicate and obtained inconsistent results. The samples were re-run on another system and results were within the normal range. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Field service engineer (fse) conducted remote troubleshooting on the instrument via the onsite biomed technician on (B)(4) 2008. The fse advised the site to perform precision pump mod for all pipettors. Upon completion of the precision pump mod, a precision run was performed by the biomed technician which recovered percent coefficient of variation (%cv) outside of specification. Fse advised biomed to replace the aspirate probes and tubing. Diagnostics were repeated and results recovered %cv within specifications. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.